Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a patient who underwent an unknown procedure with a mentor smooth round moderate profile 575cc saline breast prosthesis and an unspecified mentor saline breast prosthesis had to get an emergency surgery to drain a 700cc hematoma in her right breast. After the emergency surgery, it was reported that the patient¿s breasts felt painful and that they had become misshapen. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the 1st of two breast prostheses.